Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified remotely and found that the device was no longer in critical override, with active usage confirmed during the session. An all-device events report from the es server (ahpxesapp01) showed recent transactions and indicated that the prior critical override state was due to delayed synchronization, which had since resolved, and no upload errors were observed on the device. Despite this, the pharmacist reported that the issue might still persist but was unable to provide specific details. Follow-up attempts were made to gather additional information; however, no response was received. After keeping the case open for an additional 48-hour monitoring period with no further updates or confirmed issues, the case was closed. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating and was placed in critical override. The customer attempted to restart the station twice without resolution. The site confirmed there were no network issues, and the station was showing as online in remote smart service (rss); however, the communication issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.